Event description:
It was reported that an asymptomatic patient received a vibratory alert and presented in clinic. Upon interrogation, the atrial lead exhibited low impedance; multiple episodes of auto mode switch due to noise were also noted. The lead had a history of high capture threshold. The device was programmed to vvi. The patient was in stable condition post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.